Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 1, and confirmed there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.